Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly making progress with the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a cerebrospinal fluid leak during implant surgery. On (B)(6) 2016, the recipient had revision surgery. The cerebrospinal leak was successfully repaired.